Event description:
It was reported that a shaft break occurred. A 24x3.0mm promus premier select shaft broke proximally during insertion while outside of the patient. The promus premier select was removed and replaced and the procedure was completed with no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: promus premier select ous mr 24 x 3.00mm stent delivery system was returned for analysis; the following attributes were examined: stent profile: a visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement specification. The stent length was measured within the specification. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip found no issues hypotube profile: a visual and tactile examination of the hypotube identified a break 90.5 cm proximal to distal tip, multiple kinks and no manifold returned. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during analysis.

Event description:
It was reported that a shaft break occurred. A 24x3.0mm promus premier select shaft broke proximally during insertion while outside of the patient. The promus premier select was removed and replaced and the procedure was completed with no patient complications.